Event description:
It was reported that a reflex-hybrid fixation pin and screw extractor inner shaft were observed to be bent outside the operating room. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report will capture the pin.

Event description:
It was reported that a reflex-hybrid fixation pin and screw extractor inner shaft were observed to be bent outside the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report will capture the pin.

Manufacturer narrative:
The event was confirmed via visual inspection of the returned device. Manufacturing history was reviewed and no issues were identified. The lot was manufactured in october of 2018. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. No additional information was provided from a complainant. The cause of the reported event cannot be determined from the information provide. Potential causes include: application of excessive force, excessive pivoting or angulation, hard bone quality of the patient, applying too much compressive torque on the inserter, not using the fixation pin inserter, or inserting the pin at an angle outside the specified range.